Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was over 400 mg/dl at the time of the incident and current blood glucose was 304 mg/dl. The customer was treated with manual injection. It was reported that they had damage on the battery compartment. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will be and reservoir will not returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. Device received with broken battery tube threads, broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.